Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to (B)(6) units (3.0 ml) of insulin. The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridge alarms occurred during the load sequence as well as during insulin delivery. Reportedly, the customer overfilled the cartridge and did not remove air from the cartridge before filling it. The customer either re-loaded the cartridge or loaded a new cartridge to resolve the issues. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction bolus.